Event description:
It was reported that following use of this pump in a knee arthroscopy, the surgeon noted an extravasation extending to the patient's testicles. The circulating nurse reported that approximately 18 liters of fluid was used during this procedure. Following the surgery, the patient received lasix and remained in the hospital overnight. It was reported that the patient was discharged home the following day with no permanent injury

Manufacturer narrative:
Conmed linvatec received three 87k pumps for evaluation because the serial number of the actual device used during this event is unknown. An evaluation of each device was performed: first device was received from the customer with damage to the bezel and circuit breaker lever. Last service was september 2007. The second device was received and during testing, met functional specifications. Further evaluation found the unit required calibration; last repair was in 2007. The third device was received from the customer with damage to the cover and a broken on/off switch. Based on the return of serial nos. 1st and 2nd device with damage, no conclusion could be made regarding function. The instruction manual provides the following warnings: #extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate & visually inspect the extremity & operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. A compromised pressure sensing line may cause patient injury. If the pressure sensing line balloon is collapsed, pressure sensing will be inaccurate. Extravasation or other patient injury may occur. The user facility reported that the patency test was not performed on the tubing set prior to use and presence for o-ring was not checked. Conmed linvatec did not receive the concomitant tubing set used in this event to perform an evaluation. The customer will be provided additional education.